Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm 2 as per customer request. The system was tested and verified as ready for use. Isi has received the usm 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was not replicated nor confirmed in-house. The usm2 was tested on the in-house system in normal mode where it triggered no error code. The usm 2 was also tested on the patient side cart (psc) fixture test platform (pftp) and triggered no related failure. In house fa checked for any type of fluid intrusion or debris or possible connections with fiber cable (ffc's) throughout the insertion spar. As a precaution, the yaw sl assembly and pitch sl assembly with housing ffc's will be replaced to address the customer reported problem. No image or video was available for review. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6)2022 on system sk4102. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the usm had jerky movements. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 2 had a jerky movement and delayed response to surgeon movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during a robotic assisted total laparoscopic hysterectomy. There was no injury to the patient tissue. The issue was intermittent with different instruments. The drape was replaced and instruments were reinserted to resolve the reported issue. The procedure was completed robotically and there was no patient injury.